Event description:
The reported feedback suggests that there was a leakage of cytotoxic drug during set up in pharmacy. No patient involvement reported and no harm to user.

Manufacturer narrative:
The customer¿s report of leaking of cytotoxic drug during set up in pharmacy was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage of cytotoxic drug during set up in pharmacy. No patient involvement reported and no harm to user.